Event description:
Information received on a smiths medical fluid warming/level 1 hotline disposable leaked. The customer connected the product (an l-70) to a terumo's "terufusion" solution administration set connected and used it during an operation. They found a crack in the connection part and blood was leaking from there. No patient injury.

Manufacturer narrative:
Pictures were received and found to have broken luer connectors. One fluid warmer disposable was returned for evaluation. A review of the leak testing performed was conducted in order to verify that was properly performed; no discrepancies were detected during the testing. Visual inspection of the device found the sample to have a broken luer. One sample was assembled purposely with the luer crack in order to verify if the equipment is capable to detect the leak, the equipment is capable to detect the piece as a reject. The reported customer complaint was unable to be confirmed during testing.